Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open. After troubleshooting the drawer opened as normal. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) informed the customer to logout and back in. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted customer in resolving the issue.